Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and the single leaflet device attachment (slda) in this incident appears to be due to case circumstances. It is likely that the patients anatomical morphology contributed to the slda, as the physician mentioned that he believes that the leaflets may have been thin and delicate. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.exemption number e2019001the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (sdla) it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to a grade of 2. On (B)(6) 2019, echocardiogram showed both clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 2. The patient was sent home as the patient was fine. There were no adverse patient effects. No additional information was provided.